Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause of the test failure and inability to communicate with a monitor was a thermally damaged esd 700 diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Investigation into the gel ingress is ongoing under an existing internal corrective action. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed a pulse test.